Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced ventricular fibrillation requiring medical intervention. The patient was found to have triple vessel disease involving the left main and left anterior descending arteries with thrombolysis in myocardial infarction ii flow and in-stent restenosis of the right coronary artery. The impella cp device was implanted, and the patient was immediately transported via helicopter to a different hospital. It was reported that while on the helicopter pad, the patient experienced brief ventricular fibrillation that converted after one round of cardiopulmonary resuscitation and defibrillation. Once arrived at the receiving hospital unit, the impella cp pump was repositioned. Formal echocardiogram showed ejection fraction now closer to 20%, and ongoing profound cardiogenic shock with respiratory acidosis. A central line and a-line were placed; pulmonary artery catheter was discussed with the team, but the team was unwilling to place at this time. The patient was taken to the operating room for escalation to an impella 5.5 which was successfully completed. The patient was reported to be stable following the event and currently remains on impella mcs as a bridge to recovery (lung, then potentially percutaneous coronary intervention versus coronary artery bypass graft surgery).

Manufacturer narrative:
Positioning issue - reported repositioning the pump after the patient was transported to another hospital via helicopter. CPR was performed on the helicopter pad. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical details were provided. Vt/vf - reported patient had brief v-fib. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.